Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a bd syringe 10 ml luer-lok¿ tip before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received one 10ml packaged syringe taped to a white paper which was evaluated. The syringe was found to have a small amount of light brown dried substance under the plunger thumbrest and at one spot of the plunger rod ribs. Additionally 30 random samples were selected out of the bag of 200 and evaluated ¿ no defects were observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint. The root cause was that the fm was identified as oil from the molding process that inadvertently came in contact with the part during manufacturing.